Event description:
A pt ((B)(6)) was enrolled in the post-approval coaptite injectable implant study for stress urinary incontinence. On (B)(6) 2010, the pt was injected with 2.0 ml coaptite, lot 1018987. On (B)(6) 2010, the pt was also injected with 2.0 ml coaptite, lot 1018987. On (B)(6) 2011, the pt was also injected with 2.0 ml coaptite, lot 1020122. On (B)(6) 2012, the pt developed urinary tract infection. The pt was treated with macrobid starting on (B)(6) 2012; dose, frequency and duration were not reported. The adverse event resolved on (B)(6) 2012. Per physician, the event was of mild severity and definitely not related to coaptite.

Manufacturer narrative:
Add'l lots used: 1018987 (expiration date 05/2013, manufactured on 05/2010) and 1020122 (expiration date 07/2013, manufactured on 07/2010). The device history records for all three lots were reviewed, all required testing specs were met prior to release, there were no abnormalities noted.